Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a consumer from (B)(6), of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On (B)(6) 2013, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin 2g and gentamycin 80mg (frequency and route not reported) for the peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Therefore, problem was not confirmed and the cause of the peritonitis could not be determined. No device malfunction or use error was identified during the report. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.